Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-17231. Related manufacturer reference number: 1627487-2022-05334. It was reported the patient had numerous falls. As a result, the patient experienced ineffective stimulation due to migration of both leads as well as discomfort at the ipg site. Surgical intervention took place on (B)(6) 2022 wherein the ipg and leads were explanted and replaced. Discomfort has resolved and effective therapy has been restored post-op.